Event description:
It was reported that removal difficulties and shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous proximal left anterior descending artery (lad). A 4.00 x 38mm synergy drug-eluting stent was implanted in the proximal lad. However, when the physician removed the stent balloon, it got stuck in the strut and separated from the delivery system. The physician used a different balloon to trap the stent balloon in the guide catheter and removed everything while leaving deployed stent intact. The procedure was completed with no patient complications were reported. It was further reported that the balloon was detached. It was further reported that the lesion was calcified with minimal bends. The ballloon was inflated/ deflated once after the initial stent deployment and the balloon was stuck in the stent strut/lad lesion.

Event description:
It was reported that removal difficulties and shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous proximal left anterior descending artery (lad). A 4.00 x 38mm synergy drug-eluting stent was implanted in the proximal lad. However, when the physician removed the stent balloon, it got stuck in the strut and separated from the delivery system. The physician used a different balloon to trap the stent balloon in the guide catheter and removed everything while leaving deployed stent intact. The procedure was completed with no patient complications were reported. It was further reported that the balloon was detached.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that removal difficulties and shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous proximal left anterior descending artery (lad). A 4.00 x 38mm synergy drug-eluting stent was implanted in the proximal lad. However, when the physician removed the stent balloon, it got stuck in the strut and separated from the delivery system. The physician used a different balloon to trap the stent balloon in the guide catheter and removed everything while leaving deployed stent intact. The procedure was completed with no patient complications were reported.